Manufacturer narrative:
The log file of the affected device was provided for the investigation. It was reported that the event occurred on (B)(6) 2019 at 4 pm. The log file shows that the device switched on at 3:54 pm on that day and switched to battery operation at 3:55 pm accompanied by the corresponding audible and visual alarm ¿battery activated¿. No entry regarding a malfunction of the power supply is logged during the event. At 4:07 pm the ventilation was started by the user. At 4:08 pm the device alarm ¿battery depleted¿ and switched off shortly after due to a depleted internal battery. In the event of complete power loss during ventilation due to a depleted internal battery, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. Additionally, an acoustical power failure alarm according to iec 60601-1-8 will sound to alert the user. According to the IFU, the internal battery needs to be replaced after 24 months. The internal battery installed in the device has exceeded its lifetime and is 42 month old. As a result the battery only lasted about 13 minutes instead of the specified 30 minutes of a new and fully charged battery.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started, the results will be provided in a follow-up report.

Event description:
It was reported that the device shut down and stopped ventilating the patient. It was plugged to the wall during this event. The patient was manually bagged while changing to another ventilator unit to continue ventilation.